Event description:
Customer reported an incident where "the replacement pumps started spinning fast after alarm cleared. No blood loss reported. A gambro tech evaluated the machine and was unable to duplicate the alarm.